Manufacturer narrative:
Insulin pump passed the self test and displacement test. However, software error detected alarm found in the insulin pump history due to software error. Device received with cracked case on the back at the battery tube area and damaged serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had software error detected. The customer¿s blood glucose level was unknown at the time of the incident. Customer assisted with self test and self test was not ok. The insulin pump will be returned for analysis.